Manufacturer narrative:
Updated fields - b4, d9 date received to manufacture, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) confirmed that the top display was completely distorted when powered on. The display was dropped during clinical education, operator error. Replaced the display which didn¿t resolve the display issue. Replaced the video generator board which did not resolve the issue. Replaced top display again because only 1/3 was working after reseating all cables. Replacing the top display again resolved the issue. Unit passed all functional and safety tests. Unit cleared for use. The failure analysis and testing dept. Received the following parts associated with this complaint:parts were received with a reported failure of the top display distorted after being dropped. The first replacement display was also replaced after being faulty. Video generator board kit was replaced as well. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. The first display had a faulty image. This was most likely due to the display head being dropped. The probable root cause for this part is a user error. The second video generator board had the bottom 2/3rd of the image faulty. The probable root cause for this was an out-of-box failure possibly due to supply chain - handling damage. Kit and all the included parts had no failure confirmed. Retaining the parts in the failure analysis and testing department per procedure

Event description:
It was reported that during clinical education the cardiosave intra-aortic balloon pump (iabp) top display was not working, whole top display was "fuzzy/distorted". Patient not involved and no harm reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: b5, e3, h6 (investigation findings, component codes, investigation conclusion).

Manufacturer narrative:
Additional information: due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical education training, the top display of cardiosave intra aortic balloon pump (iabp), was not working. No patient involved.